Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. A surgical procedure was performed in which a crack was found in the right cylinder connecting tube. During the surgery, the cylinder a pump were replaced. Following the intervention, the patient was stable and improved.